Event description:
Laceration to the gastric mucosa leading to acute, but self limited gi bleeding. The new tjfq190v olympus duodenoscope with disposable tip has a very hard, sharp lip which caused the laceration. February 2021 olympus published an alert about similar adverse events. FDA safety report ID # (B)(4).